Event description:
On (B)(6) 2012, a company representative reported the down button on the infusion device is defective. Follow-up was completed with the pt, and he reported, he has had intermittent issues with the down button for the past month. Currently, the down button works with about 1 in ever 20-30 presses. Pt has used this infusion device for 3 years and boluses approximately 5 times per day. The up button continues to function as intended. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.